Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the knob was broken. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The following device was received as blind unit. Product code: 254401005; lot# abc70103/ aba61980. Tracking number: (B)(4). Products were investigated.